Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller (MRI tech) reviewed MRI compatibility. They mentioned in op notes the lead was unable to be removed so was cut. Last implant was (B)(6) 2020. Drs indicates explanted. Possibly lead fragment.